Event description:
The facility representative reported a infusor pump with a condition of "syringe plunger mechanism is broken". It is unknown when this condition occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump with a broken syringe plunger mechanism was confirmed but not reproduced during product evaluation. This is a baxter owned device and has been removed from service. Therefore, no assignable cause was determined and no repairs were made. If additional information is received, a follow-up medwatch will b e submitted.